Manufacturer narrative:
The investigation revealed a reported event where the tip of the excavation pituitary, 2mm straight fractured during a tlif procedure on (B)(6) 2025. No adverse effects to the patient were reported and the procedure was able to be completed. A complaint product review was completed. The instrument was inspected and it was confirmed that the 2mm straight pituitary (p/n (B)(6)) had a fractured tip. While the exact root cause is unknown, it is possible that excessive force was applied to the instrument, resulting in the articulating tip breaking in two. Labeling, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. The device was dispositioned for scrap, and the event will be used for trend data. Complaint monitoring will continue, and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that the tip of an excavation pituitary snapped off intra-operatively.

Event description:
It was reported that the tip of an excavation pituitary snapped off intra-operatively.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.